Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in three pieces. Final analysis found internal insulation abrasions were at 3.3 cm to 3.9 cm and 4.2cm to 4.7 cm from the distal tip. The insulation abrasions breached the right ventricular (rv) cable lumen with abrasions noted to the ethylene tetrafluoro-ethylene (etfe) cable coatings in both locations. An internal short between the ring electrode and right ventricle conductor paths was also observed. The cause of the event was determined to be caused by the exposure of the rv shock coil. All other damages were identified to be procedural.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead was exhibiting noise over-sensing resulting in episodes of pacing inhibition. Programming changes were made. The patient was stable.